Event description:
It was reported that the patient experienced shocking sensations at the lead site. It was noted that her neurostimulator's battery was fine. Further information is being requested from the hcp.